Manufacturer narrative:
The device and lead remain in service. The patient was to be seen again the following month. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right atrial (ra) lead exhibited noise. It appeared to be due to the mv sensor. A boston scientific technical services consultant reviewed the available device information from the remote monitoring system and agreed that the stored episodes showed 20hz noise consistent with the mv sensor. It was also discussed that the ra lead should be evaluated for impedance issues, and the mv sensor should be programmed off. It was noted the patient was to be seen again the following month and more current device data would be reviewed at that time. No adverse patient effects were reported.

Manufacturer narrative:
The device and lead remain in service with no changed made. No further information concerning this report is expected at this time. This report will be updated should further information be provided.

Event description:
It was later reported that the patient has not returned to the clinic and will not present until the next scheduled follow-up in late october. It was believed the mv sensor will be programmed off at that time. No further intervention is planned. No adverse patient effects were reported.